Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date pf event: dates estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned as they remain implanted in the patients. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of atrial fibrillation, stroke, hemorrhage, worsening mitral regurgitation, renal failure and worsening heart failure are listed in the mitraclip system instructions for use, as known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled: the prevalence and impact of atrial fibrillation on 1-year outcomes in patients undergoing transcatheter mitral valve repair.

Event description:
This is filed to report serious adverse events. It was reported through a research article, that post mitraclip procedures, patients were re-hospitalized with recurrent mitral regurgitation. Other serious complications included worsening heart failure, renal failure, atrial fibrillation, bleeding, stroke, medication, re-intervention, and surgical valve replacement. The events may be related to the mitraclip device. Details are listed in the attached article, titled the prevalence and impact of atrial fibrillation on 1-year outcomes in patients undergoing transcatheter mitral valve repair: please see article for additional information.